Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown end cap/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery for fracture of proximal end of humerus. On (B)(6) 2022, the removal surgery was performed for an unknown reason. During the removal surgery, the surgeon had a little difficulty in connecting the extraction screw to the nail but removed the nail normally in the end. The removal surgery was completed successfully with no surgical delay. After the removal surgery, it was noticed that a needle-like white shadow was reflected in the x-ray. When the removed implants were checked, breakage was confirmed at the threaded part of the nail that connects an end cap. The plan of reoperation has not been decided yet. No further information is available. This report captures the post-op event in which the patient underwent a removal procedure due to unknown reasons. The related complaint (B)(4) captures the intra-op event of breakage of the threaded part of the nail. This report is for unknown multiloc humeral nail end caps. This is report 2 of 3 for complaint (B)(4).